Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection found that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the suture but no implants returned. The suture is frayed at one end. A functional evaluation finds it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the suture, size 2- 0 ultrabraid blue/white cobraid , (B)(4) found a material certification of analysis is required with each lot. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that may have contributed to the reported event includes use of sharp instruments to manage or control the suture that can cause breakage of the suture. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscal suture procedure, while using the fast fix device the two peek shots were made and when the doctor pulled the fast fix suture it burst, the knots did not come down and when it was looked with the arthroscope there were no loop threads between the points, nor peek in the joint. The procedure was successfully completed with non-significant delay using a back-up device.